Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator replacement procedure. During the procedure, the physician attempted to implant a new right ventricular lead. After several attempts, the right ventricular lead could not be fixed. The lead was not used. Patient's original ventricular lead was still in use. Patient was in good condition during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.